Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a scratched main tube. The scratches measured approximately 0.1430"-0.1125" in length and were axially aligned with the main tube. The outer coating at the scratch marks was missing and not returned with the instrument. Additionally, the instrument was returned with a missing integrated cord. Visual inspection did not reveal any thermal damage or signs of "melting".

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, part of vessel sealer extend (vse) shaft insulation cover fell off inside the surgical cavity. No x-rays were performed post-op. A fragment was retrieved during the same procedure. The procedure was completed. Additional information was obtained regarding the complaint: the instrument was thoroughly inspected prior to use, and no physical damage was noted; its packaging was perfect, indicating it was in good condition upon opening. During the procedure, the surgeon was performing grasping and sealing when the issue occurred. It is believed to have resulted from a random manufacturing defect rather than any handling error. This incident happened during the first stage of surgery. No functional issues were observed with the instrument, except for the insulation peeling off, which exposed the shaft. There was no collision with other instruments or hard materials, and the fragment did not fall inside the patient. The instrument was removed during the procedure, and the surgeon handed it over to the assistant. The surgeon verbally confirmed that the insulation piece was checked, matched to the area it had peeled from, and confirmed all fragments were retrieved. No additional surgical procedure was required to address the issue. The team opened a new vessel sealer and successfully completed the surgery. The patient did not return to the hospital for any post-surgical complications related to this event. The vessel sealer was collected for evaluation, but unfortunately, the peeled-off insulation piece was disposed of immediately after it was retrieved and checked.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation. A review of the provided image was performed, and a missing black insulation piece was noted on the shaft of the vse instrument.